Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the connector was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the connector damaged at lv3 a distal ring at 1.4 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead broke at the pin connector. The lv lead was removed and a new lead will be placed at a later date. No patient complications have been reported as a result of this event.